Manufacturer narrative:
The customer did not return the incident sample, but did return eight unused suction coagulators. Two of the suction coagulator buttons did not release immediately when depressed during testing. A failure investigation concluded that flash, created during the ultrasonic welding process, impeded the button travel from returning to it's original position. A de-flashing process has since been added to the manufacturing process to prevent recurrence.

Event description:
The customer indicated that the product was being returned because it was "sticking in the on mode." No pt injuries occurred.